Manufacturer narrative:
Additional narrative: a product development evaluation was completed: one part 319.006 was received in multiple pieces. The silver hooked needle is broken off the graduated body. The handle has various marks and scratches, and the laser marking on the shaft is clearly visible. The returned depth gauges show light use during their lifespan. The hooked needle on each device is broken off and was returned. Per the technique guide, the depth gauge is part of 2.4 mm variable angle locking compression plate (lcp) distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The damage appears to be the result of excessive weight being placed onto the needle, possibly during sterile processing. But due to little information surrounding the event, a definitive cause for the complaint condition cannot be determined. The drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. The dimensions, material, and tolerances are within specification. The design is adequate for its intended use and did not contribute to this complaint condition. The most probable root cause for this complaint is excessive force exerted on the depth gauge, or placing / dropping heavy instruments on top of the device during the sterilization process could have led to this complaint condition. The complaint is confirmed, and the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the measuring needle was broken and missing. It was unknown if there was a surgical delay or what procedural step this occurred during. This report is 1 of 1 for report (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.